Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed pu tubing was kinked from the terminal pin where anode and cathode coils underneath was fractured. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Additional information indicated that a lead revision was performed and this lead was explanted. The physician implanted a new ra lead. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range (oor) pacing lead impedance (pli), loss of capture and far-field oversensing of ventricular signal. Chest x-ray was done and noted a fracture on this lead. A lead revision was planned. This lead remains in service. No adverse patient effects were reported.